Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reiterated that they do not think the device is working. They stated that they think there is something wrong with the mechanism itself. The patient is no better with their hand shaking than when they first started. They have the ins turned up to 4.2v as their healthcare provider (hcp) suggested, and it does not work. The patient was redirected to discuss the symptoms and concerns with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An hcp reported that the device was interrogated and all connections and impedances were intact. The battery voltage was also okay. The patient had an adjustment to their settings and their symptoms had improved with the new settings as of their march 22 appointment with their hcp. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that in (B)(6)their settings were increased, but it does not seem to be working. The patient stated they are not back to being hardly able to maneuver with it anymore. It was reported that their stimulation was on and okay at 3.8. The patient was redirected to discuss symptoms with their healthcare provider.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s hand has been gradually shaking more for the past 3-4 months and cannot stop it. The patient¿s ins was on program a at 2.80v at the time of this report. A healthcare professional (hcp) later reported that they were able to adjust the stimulation to 2.9v. It was later reported that the device was not working. The patient could not control a mouse, use a knife, and their hand shakes while holding the phone. The patient's device was on at the time of this report. It was reported that the patient had poor communication while trying to change programs, so they changed the batteries. The patient was able to increase stimulation amplitude at the time of this report. It was noted the patient lost their programmer antenna. A replacement antenna was sent. It was noted the patient would be following up with their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the right hand shakes more than the left hand. Patient stated that they think the manufacturer put in a bad system, further stating that they only had the device for 2.5 years. Patient stated that they had a new battery put in and it did not help. [Refer to pe (B)(4) for details pertaining to the new system not working right/shaking].